Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the hospital upon receiving inappropriate defibrillation therapy and inappropriate antitachycardia pacing therapy from the implantable cardioverter defibrillator. Programming modifications were performed. The device remains implanted. The patient would continue to be monitored. The patient¿s condition was stable.